Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the upper back and the tingling or paresthesia from the stimulation felt like very small pulsations that traverse from the top of the legs to about knee level. It was also noted that the ipg needed to be charged more frequently and in an extended time. The patient underwent an ipg replacement procedure.